Event description:
It was reported by repair work order that the head section would not retract which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.